Event description:
It was reported the rigid arthroscope's tip was damaged. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 22 years, since the subject device was manufactured. Based on the results of the investigation, the customer's reportable malfunction was confirmed. Also, it is likely, the following led to the malfunction: it is most likely, due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.